Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer's ref#: (B)(4). The previous MDR was submitted by cook inc under manufacturer report reference# 1820334-2017-03689. Additional information provided determined that this device was manufactured by william cook europe. With the submission of this initial report, william cook europe informs that all future submissions regarding this complaint will be handled under manufacturer report reference# 3002808486-2018-00958. (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿celect filter implanted - filter in place more than 90 days without further details, anxiety ". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if reported anxiety is related to the filter and unable to find a corresponding failure mode at this time. No relevant notes on neither device or lot number. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to history of phlebitis, hypertension, deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging filter in place more than 90 days without further details. Attempted retrievals are unknown at this time. Patient further alleges daily anxiety.